Event description:
Cpi received info that two pmi leads were removed from service due to oversensing. An invasive pocedure was performed and the physician elected to replace the leads and the ICD at this time.